Manufacturer narrative:
Few details were provided by the surgeon. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. These products are technique dependent and events of this nature can occur. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.

Event description:
Pt had spinal hardware implanted from t-10 - ilium. Pt f/u showed that the rod had pulled out from the screw head. Surgeon has taken no action at this time. As there may be the need for surgical intervention, an MDR is being filed to document this event.